Event description:
Eight months post stent placement the saga registry indicated that the pt was hospitalized for percutaneous coronary intervention (pci). Revascularization was performed in the previously stented (svg) saphenous vein graft of the middle first obtuse marginal arterial lesion.